Event description:
Event description guidant received information that this implantable cardioverter defibrillator was oversensing resulting in pacemaker inhibition. An attempt to place a new rate-sense lead was abandoned after access to the subclavian vein could not be obtained. As a result, a new lead system was placed on the patient's right side. This too was abandoned due to high defibrillation thresholds and the patient's history of high amplitude 100% pacing requirement. Although the ICD was at a middle-of-life (mol)1 battery status, it was replaced with a high energy device. In addition it was further reported that the model 4096 lead used with this device was abandoned at implant after a helix coil became lodged following several lead repositioning attempts.